Manufacturer narrative:
The pump passed the rewind, active current measurement, and self test. No rewind anomalies noted. However, the pump failed the prime/seating and sleep current test due to moisture damage found on the motor assembly, force sensor and electronic assembly. Unable to perform the basic occlusion test, force sensor test or occlusion test due to the moisture damage to the force sensor. (B)(4). However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump receive replace battery now alarm and low battery alarm. Troubleshooting was performed. Customer reported that the battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.